Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture and detachment occurred. The lesion was in a fistula, located in the arm. The 7.0 x 60, 75cm mustang balloon catheter was inflated and ruptured at 25 atms. The number of inflations and to what atms is unknown. Part of the balloon material detached in the patient. Attempts at retrieval of the balloon material were unsuccessful. They completed the procedure by deploying a covered stent to secure the balloon material against the vessel wall. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).